Event description:
It was reported that the devices were used during an unknown procedure. The devices would not fire. Unknown how case was completed or if there was an adverse patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Dropping or ejected clip. Evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and ejected the remaining two clips and then it locked out as intended. The instrument is designed to lockout when all clips have been fired. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.